Manufacturer narrative:
(B)(4). Baxter received and evaluated the device which was found to be out of specification in relation to the reported undetected downstream occlusion which was not reproduced. The device was tested and found to pass all occlusion testing, however additional testing was prevented due to a system error 345. The downstream tubing guide depth was found to be out of specification which can contribute to undetected downstream occlusions. The reported symptom is considered confirmed. The downstream tubing guide was calibrated.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion. The customer stated that a peripheral IV was lost due to blood backing up within the non-dehp(paclitaxel) tubing during an infusion on a spectrum pump in the nicu. The device was programmed to deliver 500 ml of tpn at a rate of 7.5ml/hr. The infusion began at 12:00am and at 12:00pm it was observed that blood was clotting in the IV set and the device did not detect the occlusion. The patient had been in the unit for 11 days with no previous issues of blood backing up in the IV line. The customer reported an estimated approximately 0.5 ml blood lost as a result, and a new IV access was needed to continue the infusion.